Manufacturer narrative:
Upon receipt and evaluation of the incident device a follow up report will be submitted.

Event description:
"Dr (B) (6) was inserting trocar into cannula and when camera was inserted, she noticed a small piece of plastic hanging on to end of cannula. She was able to retrieve the piece and reinsert a new one (cannula). She had to continue searching for more pieces in abdomen. Dr (B) (6) did not deviate from normal practice. Time needed to retrieve piece from patient and further examination of trocar sites."